Event description:
A staff member was preparing a room for patient. The burton (phillips) wall mounted swing arm light fell off the wall, (without being touched or moved by staff member) striking the staff member in the head and shoulder. She required shoulder x-ray, ice packs, and otorhinolaryngology (orl) ear exam, however ultimately the injury was minor. Inspection of the lamp identified that the connecter between the adjustable arm and the wall mount bracket had failed, and completely snapped off/detached from the bracket.